Event description:
This lv lead was implanted on (B)(6) 2011. And was explanted on (B)(6) 2018. A product experience report was received on (B)(6) 2018, noted that this lead was involved in infection and erosion issue. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).